Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr), previous cardiac surgery, rotated heart and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging due to previous surgery. A mitraclip was successfully implanted. During preparation of second mitraclip, first mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Second clip was successfully implanted for reduction of mr. A third mitraclip was also implanted for better stabilization of the slda clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.